Manufacturer narrative:
Follow up #1. Submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was noted to be torn over the ok button. The audio bolus button was noted to be torn. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, the contrast, ok and down arrow buttons were intermittently unresponsive. The up arrow and audio bolus buttons responded properly. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. The up arrow, down arrow and ok button contacts were noted to be inverted.

Event description:
On (B)(6) 2012, the patient contacted animas and stated that the ok keypad button was harder to press, required hard presses to elicit a response and then tore. The ok button cover reportedly came off 4 months ago. The down arrow keypad button was reportedly stiff and sticking. The patient stated that she had to push the metal part of the ok keypad button to get it to respond. There was no indication of moisture in the pump. The patient reportedly used a damp cloth to clean the pump and wore the pump in a leather pouch on her waist. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.